Manufacturer narrative:
(B)(4). A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The "pump not primed" and no 'cartridge detected' warnings were observed in the black box history. There was no data found in the black box history from the reported loss of prime issue due to continued patient use. The rewind, prime and load steps were successfully performed on the pump. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump was opened and no damage was found to the force sensor circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported "no cartridge detected" was not able to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2012, the patient's mom/reporter claimed that the patient's blood glucose was elevated to 501 mg/dl a couple of times with signs of ketones while she had issues with no cartridge detect during priming. The reporter felt the patient's blood glucose excursion was related to the alleged issue. During troubleshooting, the issue was not resolved with training. On the day of concern, there reportedly was multiple loss of prime prior to changing the cartridge. During the load step, a couple of drops of insulin were dispensed. This complaint is being reported because, the patient had symptoms and signs of hyperglycemia while on insulin pump therapy.